Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. In addition, the defibrillation coil was distorted, the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was tissue on the helix and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. In addition, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was tissue on the helix and there was apparent explant damage.

Event description:
It was reported that during the patient's lvad (left ventricular assist device) insertion procedure, the atrial lead had dislodged, was undersensing, and had positioning/fixation difficulty. It was also reported that the right ventricular lead had a threshold rise, undersensing, and diminished r-waves after the lvad procedure. Both leads were removed and replaced. No patient complications have been reported as a result of this event.